Event description:
It was reported that during an unk procedure, the device cut but only stapled partially. There was benign bleeding on the vascular stapling. The procedure was completed with manual sutures. Or time was extended 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.